Event description:
Reporter indicated via clinical notes received to the manufacturer dated (B)(6) 2010 that a vns patient was experiencing increased seizures for approximately the last 7-10 previous days. (B)(4) medication was increased as an intervention.all attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4)